Event description:
It was reported that cgm displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset pump did not display cgm error again.